Event description:
Laparoscopic ligasure 10mm hand piece wasn't working when used on patient during a procedure. It wasn't cutting the tissue. Another laparoscopic ligasure had to be opened and used for the procedure. FDA safety report ID # (B)(4).